Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During a follow-up in clinic, there were several episodes of non-sustained oversensing noted on the right ventricular (rv) lead. The lead was explanted and replaced, and externalization of the conductors through the lead insulation was noted during procedure. The patient was stable with no consequences.